Manufacturer narrative:
A lot history review for lot 8130795 cat (B)(4) was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for needle clog concluding all inspections were performed per the applicable operations and met qc specifications. A complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 8130795.

Event description:
It was reported that a bd nano ultra-fine pen needle was clogged during use.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd¿ nano ultra-fine pen needle was clogged during use.